Manufacturer narrative:
As reported, patient developed infection post implant of perfix plug resulting in subsequent mesh removal and was diagnosed with disability. The information provided is limited and does not help to determine root cause for the patient¿s postoperative course, no conclusions can be made. Post operative infection is a known inherent risk of surgery. The warning section of the instructions-for-use, supplied with the device states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov 2019. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
As reported, during a right inguinal hernia repair at area of right abdominal groove hernia by using tension-free technique, the patient was implanted with a perfix plug on (B)(6) 2021. It was reported that the patient developed an infection. Two years later the perfix plug was removed. As alleged ¿the infection caused the patient to have part of the tissue removed and was diagnosed with an eighth-level disability.¿